Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.

Event description:
A report was received stating that the device was observed a leaking at the cuff after 24 days in use. No incident related medical sequela was reported.